Event description:
It was reported following successful placement of this stent during a transjugular intrahepatic portosystemic shunt (tips) procedure, removal of the delivery system met with significant resistance. Continued exertion against resistance resulted in successful removal of the delivery system. Following removal it was noted the distal tip of the delivery system had detached and remained in the liver. Another stent was placed to successfully secure the detached tip in the liver. The procedure was successfully completed with this unit and no pt complications resulted from this event. A delivery system was rec'd, evaluated and retained by this MFR. The engineering eval confirmed the distal tip of the delivery system was missing and the catheter shaft was accordioned and elongated. The co's follow up revealed continued exertion against resistance resulted in the distal tip detaching. This device displayed characteristics consistent with exertion against resistance, an accordioned and elongated catheter shaft. Therefore, co believes exertion against resistance may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "the wallstent tracheobronchial endoprosthesis is indicated for the use in the treatment of tracheobronchial strictures produced by malignant neoplasm or in benign strictures after all alternative therapies have been exhausted." Contraindications include: "use of the device in very small bronchials which could impede catheter removal."